Event description:
It was reported that an occlusion alarm occurred. Tandem technical support assisted the customer with reloading the cartridge. Customer declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.